Event description:
It was reported that the pump was beginning to erode through the patient¿s skin. The pump was explanted with the connector and a small piece of the pump segment of the catheter. The remaining catheter was tied off to prevent cerebrospinal fluid leakage. It was noted that cultures taken from the pump pocket did not grow any organisms. The patient had been hospitalized and medical intervention was required to prevent withdrawal and to manage spasticity. At the time of report, the patient was stable with no injury and she was being maintained on oral medication. The device system was used to deliver gablofen.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, partially explanted: (B)(6) 2013, (B)(4).

Manufacturer narrative:
Final analysis of the pump found no anomalies. Final analysis of the catheter found no significant anomalies, though it was returned in segments.

Event description:
Additional information was received. It was reported that there was a pump and partial catheter explant due to skin erosion. It was indicated that there was no patient injury and she had recovered without sequela.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that perioperative antibiotics were administered. The patient had developed thinning of the baclofen pump pocket incision (B)(6) 2012. The patient had recovered but on (B)(6) 2013 was readmitted to the hospital due to a return of thinning of tissue over the pump pocket. The patient did not have meningitis. The date of the last refill as noted as (B)(6) 2013 and the signs and symptoms of infection swelling, drainage, and pain. There was a culture was obtained from the device pocket and the culture was negative. The patient received IV antibiotics and the pump was explanted. The patient outcome was infection resolved. The risk factors the patient had prior to device implantation was malnutrition or extremely thing. Per the hcp the patient recovered following removal of the pump (B)(6) 2013 without any adverse sequelae. The patient was considering placement of another pump in (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.